Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had not used the device is a while because it was not helping give them the relief that they needed. The patient had the ins/leads removed on (B)(6) 2018. No further complications were reported.